Event description:
User alleges they could not pass the catheter through the needle. Needle had already been inserted in pt, so had to repeat procedure.

Manufacturer narrative:
Smiths medical was notified of event in 2007. However, event not determined to be reportable approx two months later upon receipt of device investigation. Investigation: a review of the mfg records for this lot did not reveal any non-conformances during mfg. A review of our complaints database reveals no other reports rec'd on this device lot number or any similar reports on this device needle. The catheter, catheter connector, needle and the needle stylet (detached from the needle) were returned for examination. An attempt was made to pass the catheter through the needle, and it would not enter the cannula. An attempt was then made to put the stylet back into the needle and it would not enter the cannula. Visual examination showed that the needle cannula opening was blocked with a glassy appearing particle (appears to be glass). The particle is too clear to be any of the plastic in the needle or stylet and too large to have come off of the catheter. Since the stylet was in the needle when the needle was packaged, it could not have been in the needle at that time. This contamination must have occurred after the stylet was removed from the needle. Conclusion: the complaint of the catheter would not pass through the needle was confirmed. However, it appears to be contamination that was introduced to the needle after the kit was opened at the user facility as it is supplied with a stylet inside the needle. Likely user had a chip of glass from the lor syringe or from a medication vile when it was snapped open to draw the medications.